Event description:
It was reported that the locking mechanism for the universal oscillating saw attachment can not be unscrewed. There was no pt harm; however there was a delay in surgery for approx 10 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
Universal oscillating saw attachment (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that some pins were no longer attached to the mounted drive shaft. No other external damage was observed. The device has been repaired and returned. The root cause of the reported event is undetermined.